Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the post-operative care for the patient changed as a result of the event? No. On what tissue type was the device used? At what location on the tissue? On lung fissure. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. What color cartridge was being used? Golden. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or firing)? No.

Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. The surgeon cut the tissue and changed a new device to complete the procedure. There was no adverse event on the patient.